Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system generated alerts for anti-tachycardia pacing (atp) therapy delivered to convert arrhythmia, ventricular shock therapy delivered to convert arrhythmia and accelerated ventricular arrhythmia episode. Review of the episode identified that atp accelerated the rhythm from the ventricular tachycardia (vt) zone into the ventricular fibrillation (vf) zone. The arrythmia was successfully terminated with one shock. The system remains implanted and no adverse patient effects were reported.